Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow of blood product during use of an unspecified access set. The issue was identified during start of a blood transfusion on an infusion pump. Blood appeared to be flowing back and no drops were noted in chamber. The transfusion did complete; however, it was not specified if the tubing was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.